Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator alarmed with a watchdog test failed message. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue in review of the device event log. The rse advised bme to replace the central processing unit (cpu) printed circuit board assembly (pcba) to correct the issue. The bme customer acknowledged and ordered the part.

Manufacturer narrative:
A philips field service engineer (fse) confirmed the replacement of the central processing unit (cpu) board resolved the issue. The device was operational and returned to service after repairs were completed.